Event description:
It was reported that the smiths medical pump alarmed no disposable clamp tubing. The alarm was silenced, and pump settings verified along with medication label. The pump was turned off and back on; pump alarmed no disposable pump won't run. Pump was turned back off, line clamped, cassette removed, and tubing massaged. No air bubbles were noted in the line. Cassette was reattached, line unclamped and pump was turned back on, but the alarm continued. Pump was turned back off, line clamped, and patient was instructed to contact clinic. The patient was not affected.